Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states the pump had no delivery and prime issues. The customer's blood glucose level was unknown. The customer's levels had been as high as 449mg/dl. The customer treated the high with the pump. Troubleshoot was conducted and the cannula was noted to be bent. The customer was advised the infusion set would be replaced and returned for analysis. The customer declined to troubleshoot for the highs.